Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the lvad pump was explanted due to a chronic driveline infection. No alarms were noted at the time of the event. The patient remains ongoing without pump support.